Event description:
Customer reported she was experiencing high blood glucose in 190 mg/dl range, so she changed her set. During prime the insulin pump alarmed no delivery. Customer changed the infusion set three times and device alarmed. Customer's blood glucose was 127 mg/dl. Customer attempted to push insulin through with the plunger but it did not work. Troubleshooting was not performed as customer was reporting a past event. Custom declined troubleshooting for high blood glucose. Most current blood glucose was 78 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.